Event description:
I used clear care lens solution the normal way I would use a similar lens solution. I tried to put on my lenses and I felt an immediate burn in my eyes. Then I realized how badly this product is designed. It's beyond belief how stupid the producer of this product is. If you don't use their container for lenses you can hurt your eye a lot. The warnings are at the end of the package. And by default you follow the standard procedure.